Event description:
It was reported that a male patient born (B)(6), ((B)(6)) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a navistar® rmt thermocool® electrophysiology catheter. The patient suffered cardiac tamponade requiring surgical intervention and the patient died. During an afib procedure a cardiac tamponade was diagnosed via intracardiac echo (ice) catheter after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The patient has a dual chamber pacemaker and has had two previous ablations, one for cti and one for rvot pvc. The patient had to go to open heart surgery to repair the perforation but is now recovering in stable condition. It's suspected the perforation occurred near the left atrial appendage while burning. On follow up the physicians' new theory is that she perforated with the pentaray while mapping. The outcome of the adverse event was the patient died. The patient required extended hospitalization because of the adverse event, the patient was hospitalized until they passed away. A transseptal puncture was performed. There was no evidence of steam pop. The correct catheter settings were selected on the generator. There were no significant errors displayed during the event. The generator used in the case was a smartablate. The sheath used was a small curl agilis. According to the bwi company representative all of this information is straight from the death certificate: the date of death is (B)(6) 2022 at 15:10. The cause of death according to death certificate is: 1. Acute on chronic liver failure/ hyperlipidemia 2. Sepsis 3. Cardiac tamponade 4. Ventricular tachycardia/ atrial fibrillation and manner of death is listed as natural. It was certified by the doctor on (B)(6) 2022. While the perforation wasn't listed as cause of death, the physician has verbally stated she believed the pentaray or the sheath caused the perforation that was then repaired surgically. The physician believes rmt to be too soft of a catheter to perforate. Perforation was found near anterior base of left atrial appendage and repaired with a 5mm patch. The pentaray is not available for return, it was not kept because the rmt thermocool was the catheter the physician suspected to be responsible. Bwi devices will be conservatively reported as ablation took place, therefore ablation catheter cannot be excluded as potential cause even though the physician acknowledged that it could have been either the pentaray or the rmt thermocool. This report is for the pentaray. The report for the navistar rmt was submitted in manufacturer report number 2029046-2022-01053. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).